Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Triathlon insert liner change. When the liner was revised there was yellow discoloration on the articular surface. When seeing the yellow discolouration on poly insert that had just been taken out it was asked if we could do some analysis on it. In particular to investigate oxidation.

Manufacturer narrative:
Reported event: an event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the device has yellow discoloration. The yellow discoloration is consistent with the absorption of synovial fluid by the device. Additional damage in the form of scratches and indentations is observed. Damage is consistent with attempted explantation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised for an unknown reason. Visual inspection of the returned device indicated that the device has yellow discoloration. The yellow discoloration is consistent with the absorption of synovial fluid by the device. Additional damage in the form of scratches and indentations is observed. Damage is consistent with attempted explantation. The exact cause of the event requiring patient revision could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Triathlon insert liner change. When the liner was revised there was yellow discoloration on the articular surface. When seeing the yellow discolouration on poly insert that had just been taken out it was asked if we could do some analysis on it. In particular to investigate oxidation.